Manufacturer narrative:
Carefusion complaint number (B)(4). The carefusion field service representative evaluated the unit and isolated the issue to the dynamic displacement indicator. A return material authorization was issued for the suspect dynamic displacement indicator where it was routed to the failure analysis lab. The results of the investigation were able to confirm the reported issue. This is considered a known failure and is being addressed through an internal investigation. In the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that this unit was moved to their new hospital location and while performing a check on the unit the start/stop button isn't working properly. The unit pressurizes fine but when the start/stop button is pressed the unit will not start. There is no patient involvement with this reported issue.